Event description:
The customer reported that the fiber broke/ceased to function while in use. The procedure was finished with a second fiber and there was no report of injury.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report that the fiber broke/ceased to function during a procedure, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to have been fractured 109 inches distal to the input connector; the fiber's outer sheath was found to be stretched at the point of fracture and showed evidence of minor melting/thermal damage. Based on the analysis, fiber breakage during use, could result in an unsafe firing condition and has been identified as a potential safety issue. There was no injury reported as a result of this event. The root cause of the fiber fracture was likely due to handling/ excessive and or inadvertent bending of the fiber, resulting in fiber breakage. The product labeling warns the user not to bend the fiber at sharp angles.